Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker hip. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has not been made available. Should additional information become available in the future, it will be reported in a supplemental report. Device not returned to the manufacturer.

Event description:
Patient reported he has pain in hip, but does not want to pursue with the investigation, he is going to retain legal representation.